Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have the input disk #6 broken inside the housing. The instrument could not be installed on the system for testing due to the broken input, which prevented engagement with the sterile adapter. No related failures were identified in the system logs. Additionally, upon removal of the instrument housing, a bearing was found dislodged from its expected position. The pitch bearing and its retaining ring were both displaced from their normal locations. The retaining ring was observed adhered to the internal magnet inside the housing. No signs of missing material or potential fragments were identified. Lastly, the instrument exhibited scratch marks/abrasions on the tube extension. No material was found to be missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of each finding is listed as follow: the probable root cause of the broken input disk is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The probable root cause of the dislodged pitch bearing and retaining ring is attributed to the broken input disk issue. The probable root cause of the scratches or abrasions in instrument main tube is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. These issues can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument's tip would not cut. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.